Manufacturer narrative:
One swan-ganz catheter was received by our product evaluation laboratory for a full examination. The report of balloon damaged was confirmed. Balloon was found to be rupture and received inverted over distal tip. After returned the balloon to its original position the balloon edges did not appear to match up. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body or returned syringe. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, balloon inflation and visual inspection are performed as part of the manufacturing process. Additionally, a pra has been generated. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, while inserting this swan-ganz catheter, the balloon got teared. The catheter was checked before inserting. The issue was solved replacing the catheter. There was no allegation of patient injury. The device was available for evaluation.